Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app deleted itself. Data has been received, but is pending evaluation. A follow up report will be submitted upon completion. No injury, or medical intervention was reported.

Event description:
Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
Com-(B)(4).